Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of crosstalk were observed. Atrial pulses were sensed on the ventricular channel. Programming changes were recommended and will be discussed with the physician. The patient was stable post-event. No further information is available.